Manufacturer narrative:
The reported complaint of inability to tighten the ventricular setscrew could not be confirmed. The ventricular setscrew was not returned. Therefore, no analysis on the setscrew could be performed to determine the cause of setscrew problem. All other damages found were consistent with procedural damage. The device was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented for a routine generator change procedure. While trying to secure the right ventricular lead to the new pacemaker, the physician did not feel the rotation of the set screw in the header. It was suspected that the pacemaker was missing the set screw and the physician elected to use a different generator to complete the procedure. After the procedure, the physician attempted to verify the anomaly by opening the silicon layer of the screw hole to see if the screw was missing. The physician found the screw was not missing. It was then suspected that the torque wrench did not properly seat into the set screw. While collecting the pacemaker to be returned, the screw was accidentally lost. There were no adverse consequences to the patient.